Manufacturer narrative:
B2: paralysis medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when they first woke up from surgery, the rep was there and turned it on but they could not put their foot down, it "paralyzed their leg" they were in excruciating pain so the rep turned it off. The daughter took them home and they had to be carried into their home, it was a couple of days before they could put their foot down, it was a terrifying experience. Pt said when they went back the doctor and turned therapy on, their leg was "paralyzed" again so the doctor had to lower it. Worked with patient to use the equipment and patient was successful to connect and increase stim initially stated they felt it going down their leg but then confirmed they no longer felt anything. Patient will maintain stimulation level and will continue to track symptoms. They also told the doctor to tell them it didn't work (no symptom improvement) but the doctor set it to 4 (0.4) and told them to increase it by one every monday but they have not been successful to do that on their own, that's why they were calling today, they want it to work, they want to feel better. Worked with patient to use the equipment and patient was successful to connect and increase stim initially stated they felt it going down their leg but then confirmed they no longer felt anything. Patient will maintain stimulation level and will continue to track symptoms. Redirect to doctor if issue persists.